Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit for failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted colectomy procedure, the customer experienced a loss of video in both the surgeon side console (ssc) and the vision side cart (vsc). Additionally, all the arms on the patient side cart (psc) were red. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for troubleshooting assistance and the customer was guided through an emergency power off (epo) however, the problem persisted. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the light guide cable and the video digitizer. The light guide cable transfers light from the illuminator to the camera head.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video digitizer involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. However, the error was confirmed to have occurred via the system logs. The unit was installed on an in-house system and passed testing.